Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. On the same day as the event onset, the patient was hospitalized for the hernia. On an unknown date, the patient underwent a surgical procedure to repair the hernia. Apd therapy remained ongoing. Two days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.